Event description:
The customer reported there was a problem on the image. Only half was displayed in the tube. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.